Manufacturer narrative:
The e602 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas 8000 e 602 module. The initial result was < 50 pg/ml with a data flag. The instrument automatically repeated the sample with a result of 691.5 pg/ml. On (B)(6) 2024 the customer repeated the sample with a result of 617.2 pg/ml. The repeat results were believed to be correct.

Manufacturer narrative:
Calibration signals were higher than expected. Qc was acceptable. "Abnormal sample aspiration", "abnormal aspiration (sample probe)" and "abnormal sample probe movement" alarms were observed on the alarm trace data from (B)(6) 2024 and (B)(6) 2024. These alarms suggest sample quality issues. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.